Event description:
It was reported that the biomed was having issues with the level sensor reading correctly, so they ordered a new one and replaced it, but the issue was still present on the arctic sun device. It was not showing any water in the reservoir, biomed confirmed that they added the solution to the water. The device would be coming in for assessment. As per work order update on 01feb2023, no patient involvement reported. As per sample evaluation results received on 16feb2023, it was reported that the l-tube and double l-tubing appeared distended or expanded however water flow was not impeded, it would be replaced preventatively.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The device was evaluated upon receipt, and the reported issue could not be reproduced. It was unknown whether the device was influenced by the reported failure, however the device met specifications. The device was not in use on a patient. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the biomed was having issues with the level sensor reading correctly, so they ordered a new one and replaced it, but the issue was still present on the arctic sun device. It was not showing any water in the reservoir, biomed confirmed that they added the solution to the water. The device would be coming in for assessment. Per work order update on 01feb2023, no patient involvement reported.